Manufacturer narrative:
The lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. The third device was found that the stylet was in the ready (primed) position. However, cannula was not primed/retracted. The stylet was retracted inside the cannula and could not be seen. Loose particles could be heard within the device. There were no other visual anomalies noted to the device. The rotational knob was rotated partially and he device became fully primed with the arrow visible in the ready window. The trigger was then depressed and the cannula and stylet both advanced. The rotational knob was then rotated once with difficulty and he cannula retracted and locked into place. The rotational knob was then rotated again and the cannula released and would not stay in the primed position. Further functional testing could not be performed. He sample was disassembled and the internal components examined. The cannula hub was found to be broken. The investigation is confirmed for a break, as the cannula hubs and tangs were found broken on the returned samples. The investigation is inconclusive for failure to obtain samples, as functional testing could not be performed due to the broken cannula hubs and tangs. The root cause for this event was determined to be supplier related due to over-processed resin. The monopty instructions for use (IFU) provides general instructions for priming, firing sampling and retrieval of samples from the device.

Event description:
It was reported that during multiple ultrasound guided breast biopsy, into normal tissue, after fully priming the device, injecting into the lesion and then withdrawing the device from the pt, there were no tissue samples obtained. Another device was used to complete the procedure. There was no report of pt injury.